Event description:
Nurse went to engage the pink safety shield, and it broke off the needle bd eclipse 12 g 1tw. The nurse used another needle without issue. Bd sales consultant helpful in that product was returned for evaluation.